Event description:
Customer reportedly received results of 485 mg/dl and 132 mg/dl within 10 minutes on the active system (meter, strip lot number and expiration date unknown). The discrepant results were obtained at the customer's home. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the active test strips.